Event description:
The manufacturer's representative reported that the guide wire was not long enough for the catheter. The catheter was not implanted. Same as manufacturer's report #: 6000030200602116.

Manufacturer narrative:
H.6.: the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.